Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon is alleging approximately 40 revisions involving nexgen mis tibial components.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the tibial components is unknown and an evaluation of the devices is not possible. The item and lot numbers for the tibial components are unknown; therefore the device history records could not be reviewed. Compatibility of the implants could not be assessed either, as the item numbers were not provided for any of the devices. This device is used for treatment. Due to the absence of the part and lot numbers, a product history search could not be conducted to identify other related complaints. On (B)(4) 2016, a sales representative informed a zimmer biomet employee that one of his surgeons had approximately 40 revisions of the 5950 mis tibia. The surgeon has not submitted any pers for these revision surgeries. No information was provided regarding the events or timing of any of the revision surgeries. There is no product information, patient information, or operative notes. After following up with the sales representative, it was indicated that no more information can be obtained. A product issue cannot be identified with the given information; however, the complaint may be revised upon return of devices or further information.